Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damaged occurred. A 2.50x16mm taxus liberte stent was advanced to the proximal left circumflex (lcx) to treat a 75% restenosed non bsc stent. The taxus liberte stent was unable to cross the lesion and when the physician withdrew the stent from the non bsc guide catheter it was noted that the stent was flared. A 2.50x20m taxus liberte stent was then implanted to successfully treat the restenosed lesion. No pt complications occurred with the pt's current condition listed as "stable".